Event description:
Patient was revised to address loosening of the stem at the bone/cement interface. Depuy cement was used in the primary surgery. (Right hip).

Manufacturer narrative:
The devices associated with this report were not returned. Depuy cmw was unable to retest the retained cement sample of this product, as it was manufactured in june 2008 (expiry date may 2010) and therefore, is more than 4 years old and has expired retention, in accordance with the quality retained sample procedure ((B)(4)). A search of the complaint database found no additional reports for the stem part and lot number combination; one prior report for the cement part and lot number combination. However, review of the as400 system show that at least (B)(4) other devices from the reported cement lot have been delivered and/or invoiced and can be reasonably concluded implanted without issue. Review of the device history records found no non-conformances on this batch. Final micro and sterility tests passed. All results complied with qc specifications prior to release of any product. Requests for additional investigational inputs were made in accordance with (B)(4) appendix c. Unsuccessful attempts were made to try to obtain additional information. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.